Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler logs was attempted. However, a search of the logs did not return any results aligned with the product information and event date provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument fired a sureform 60 green reload and jammed on the tissue. The stapler instrument's jaws would not open. Initially, the stapler reload was correctly recognized by the system and the stapler instrument's clamp and fire process had proceeded correctly. A backup stapler instrument was used to complete the procedure. The following information is unknown: how the stapler instrument was removed and if there was any damage to tissue as a result of the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.